Event description:
It was reported that the surface coating on the zimmer air dermatome ii was bubbling. No add'l clinical info was rec'd prior to this report.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.